Event description:
(B)(4): it was reported that the visum low ceiling dual led surgical lights allegedly turned off during a surgical procedure in a veterinary clinic. There was no reported adverse consequences as a result of the alleged event.

Manufacturer narrative:
The event took place in a veterinary clinic and no information on the animal was provided. There were no reported adverse consequences reported. The catalog number provided is for the power supply box which is the component identified as allegedly malfunctioning. Evaluation summary: a stryker sales associate visited the veterinary surgical center to evaluate the lights that allegedly stopped working during a procedure. The stryker sales associate found the lights to be working properly and could be controlled and turned on and off without any issue. The reported event could not be duplicated and the cause of the event is unk. As a precaution, the power supply box for the lights was replaced. The power supply box for the lights was replaced. The power supply box that was allegedly involved with the reported event is being returned to the manufacturer for further evaluation. There was no reported adverse consequence reported.